Event description:
Caller reported a malfunction on pump with a specific malfunction code displayed as malf 0. There was no information provided regarding any adverse impact to customer's blood glucose level. Customer was assisted by technical support to reset pump, the malfunction did not recur, and customer was advised to continue using pump and to contact support if the issue arises again.